Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A follow-up report will be provided.

Event description:
At the end of apheresis session, when separating the collection bag, a leak occurred in the pouch outgoing tubing while the nurse was exerting the usual pressure to move the tubing. There is no pt info available at this time. The disposable set is unavailable for eval. This report is being filed due to a safety allegation via the customer filing a sae report with their local authorities.